Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states the adverse event was likely procedure related and the device had no influence on the event. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: corrected data on: d3 (manufacturing name, city and address). This report was inadvertently submitted under manufacturer number ¿3006524618¿, the correct manufacturer number is '1219602¿.

Event description:
It was reported that during a knee surgery on the superior patella, once drilled and cycled and very conscious of the trajectory, two (2) q-fix anchors were burned. The first one did not fit after multiple attempts of drilling and attempting different trajectories. The surgeon forced and the inserter bent. Another anchor was tried and drilled again, with the same cautious approach to start, and yielded the same result. The procedure was completed using a 1.8 q-fix with minitape smith and nephew back up device in an additional drilled bone hole that was done from having to re-drill and cycle multiple times. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).